Manufacturer narrative:
(B)(4).

Event description:
It was reported, that an unexpected cgm app shut-off occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined, to be potential patient misuse as the mobile device lost power. No injury or medical intervention was reported.